Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via the contact us option on the medtronic website that he has noticed an increase in visible air gaps in the infusion set line; approximately four per day. The patient's blood glucose at the time of incident is unknown. The customer provided a detailed description of diligence in monitoring the infusion set line and insertion site in order to avoid occlusion and delivery errors. The customer suspects that there may be an issue with the gasket at the base of the reservoir that could potentially be preventing an acceptable seal. The customer wanted to know of any recent recalls to the reservoirs and if any actions were taken to prevent air gaps from forming in the infusion set line. No products were shipped or returned.